Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: medical product: (B)(6), ratchet handle, lot: unk, serial: unk (B)(6). Autoclave case, lot: unk, serial: unk. (B)(6), z.s.g.m. Cutter 1.5:1 ratio, lot: unk serial: unk. G2: foreign - event occurred in new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery the mesh machine was not releasing the skin while meshing. The surgeons had difficulty removing the skin from the device. Patient impact is unknown. Due diligence is complete as no additional information is available.